Manufacturer narrative:
(B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73c1600465 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic hepatectomy, the user tried to ligate a patient's vessel but it failed because the clips did not lock. No clips fell in the patient.

Manufacturer narrative:
(B)(4). The customer returned one loose clip from unit 544230 hemolok ml clips 6/cart 84/box for investigation. The clip was returned with its lid stock but the cartridge was not returned. The clip was visually examined with and without magnification. Visual examination of the returned loose clip revealed that one of the pierced bosses broke off of the clip. The clip appears used as there is biological material present on the device. Based on the condition of the clip, it is possible that the damage occurred due to improper loading of the clip or due to using damaged appliers. However, the clip applier was not returned so it could not be determined whether or not the condition of the applier could have caused the broken boss. It is also possible that the clip broke due to a molding defect, but microscopic examination of the clip could not confirm that there was a molding defect. Based on the returned sample, the reported complaint issue is confirmed. However, it could not be determined exactly how or when the clip broke. Reference file (B)(4) for investigation photos. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU instructs the user, "re-processing of products intended for single use may result in degraded performance or a loss of functionality. Re-use of single use only products may result in exposure to viral, bacterial, fungal, or prionic pathogens. Validated cleaning and sterilization methods and instructions for reprocessing to original specifications are not available for these products. This product is not designed to be cleaned, disinfected, or re-sterilized." The reported complaint of "unable to ligate" was confirmed based upon the sample received. The returned clip was received with one of the pierced bosses broken off. Based on the condition of the clip, it is possible that the damage occurred due to improper loading of the clip or due to using damaged appliers. However, the clip applier was not returned so it could not be determined whether or not the condition of the applier could have caused the broken boss. It is also possible that the clip broke due to a molding defect, but microscopic examination of the clip could not confirm that there was a molding defect. Based on the returned sample, the reported complaint issue is confirmed. However, it could not be determined exactly how or when the clip broke. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.

Event description:
It was reported that during laparoscopic hepatectomy, the user tried to ligate a patient's vessel but it failed because the clips did not lock. No clips fell in the patient.